Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection and cloudy effluent. The cause of the event was not reported. The patient was hospitalized and was treated with an unspecified anti-inflammatory drug (intraperitoneal) for the peritonitis event. At the time of this report, the patient was still hospitalized and has not recovered for this event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.